Event description:
It was reported that patient underwent an initial left femoral nail procedure on an unknown date approximately twelve years ago. Subsequently, patient was revised on (B)(6) 2015 due to proximal screw backing out. The proximal screw was removed and replaced with a standard screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.